Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two exactamix 2000 ml eva tpn bags leaked. After filling, a leak was observed at the medication port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the bags with water, and revealed a leak from the spike port cap of both samples. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.